Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported right side deflation and a "fold flaw." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, yellow particles, curved opening. A leak test was performed and was found one opening. A microscopic analysis identified: a linear smooth opening on posterior side in the same location of crease assessed as fold flaw opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a smooth crease opening assessed as fold flaw opening.

Event description:
Healthcare provider reported right side deflation and a "fold flaw." Device has been explanted.